Manufacturer narrative:
From the document review of the lot involved (1112400 -(B)(4)items produced) no anomalies were found. The failure mode is likely to cause pt harm, even if it can lead to add'l steps to fix the problem.

Event description:
Ref imp # (B)(4).